Event description:
It was reported the device was explanted and replaced due to eri, high thresholds, and patient experiencing "sinus arrest." Later review of manufacturer's database revealed the patient died approximately 4 weeks later. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Information subsequently received on 9/24/2010 revealed the patient had died. Of note, the reportable malfunction is normally submitted via a (B)(4) medwatch report submission that would have been due on 10/10/2010. However, as there is now information that reasonably suggests that the device has or may have caused or contributed to a death, this now requires submission as a 30-day report. Evaluation summary (B)(4) battery depletion-normal.